Event description:
It was reported that the patient underwent a lung lobectomy on (B)(6) 2014 and suture was used. While making sub-dermal knotted sutures, the needle broke in the middle. The broken needle was retrieved during the initial procedure and did not remain in the patient¿s tissue. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
Conclusion: eighty representative samples from the same lot number were returned for evaluation. Visual and functional tests were performed. One of the eighty needles broke prematurely.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.